Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patients valve has become unseated from the base plate. The issue was discovered in (B)(6) 2016 but they chose not to revise the valve at that time. Suspected cause ¿ unsure. Valve has since been revised.

Manufacturer narrative:
Corrected (B)(4). Correction: model #/lot #, additional MFR narrative. Device evaluation: model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code ns0310a, with lot 428012, conformed to the specifications when released to stock on the 4th may 2010. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.